Event description:
Report of explant of device system due to "infected pump - patient doing fine now" received per annual device tracking report. Follow up with hcp revealed the onset/diagnosis of the infection was on event date with the symptom of "catheter extrusion". The primary location of the infection was the device pocket. A culture was obtained but the results are "unknown". The treatment of the patient is "unknown". The infection has resolved.